Event description:
It was reported that this brady device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Boston scientific technical services (ts) advised to send data for analysis so device can be cleared for implant. No patient involvement was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this brady device recorded a code 1003 indicative of battery voltage too low for projected remaining capacity during pre-implant interrogation. Boston scientific technical services (ts) advised to send data for analysis so device can be cleared for implant. No patient involvement was reported. This event has been deemed nonreportable as additional information was received indicating engineering analysis confirmed that this device recorded with temperature near or below labeled storage conditions and battery voltage is tracking the temperature and has recovered with warmer temperatures.